Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy, transvaginal tape, and cystoscopy for menorrhagia, dysmenorrhea, stress incontinence.